Manufacturer narrative:
(B)(4). Unit passed displacement test. During the rest of testing, the unit would display a "replace battery" message even after a new battery was placed into the battery compartment. After further review of the unit's interior, there is rust and corrosion inside the battery compartment. The battery board underneath the battery compartment show signs of previous moisture presence as well. Unable to perform self, sleep current measurement, active current measurement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring "replace battery" message.

Event description:
Information received by medtronic indicated that they got alarm bent sensor no harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.